Event description:
This report is #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Retract lot number: not the actual lot number of the product. Found at DHR review. The DHR review showed the number listed is a sterilization number and not the lot number. The DHR could not be completed without a lot number. The screw shows a totally deformed screw head thread and a damaged shaft tread on this screw. We assume that too much force got applied to the screw head. The head jammed with the plate and the material of the screw got worn away. No product fault could be detected. No manufacturing related issue was found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient had a fracture of the distal radius and the surgeon performed a tcp operation. The doctor inserted quick drill sleeve intended for use only with this operation into the plate hole through the guiding block located the second line at the distal radius side. After the drilling of the drill sleeve, the doctor tried the insertion with the use of the driver without torque. At last, when the doctor was just about to apply the torque, the driver penetrated and the doctor could remove the screw. The screw was removed and then the plate was remaining. It was reported the surgeon believed the va lockscr 2.4 self-tap l18 tan was defect device, because it penetrated the plate at the fixed angle mode. This is 1 of 2 reports.

Manufacturer narrative:
Device is used for treatment, not diagnosis expiration date: date provided from DHR review. DHR was reviewed with no complaint related anomalies noted. Date of device manufacture: determined during DHR review. Lot number is an EU lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.